Manufacturer narrative:
The reported leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. Per the IFU, do not remove the dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During pulmonary vein isolation procedure, air came in from the hemostasis valve when applying negative pressure after the sheath was inserted in the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.